Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock, attributed to t-wave oversensing following a morphology change. At the time of the event, the device was programmed to the primary sensing vector. The morphology change was reproducible during in-clinic exercise testing. Evaluation of the secondary vector demonstrated appropriate signal quality both at rest and during exercise. The device was subsequently reprogrammed to the secondary vector, and a new reference subcutaneous electrocardiogram (s-ECG) was obtained during exercise. Per field assessment, no further action is required. No adverse patient effects were reported aside from the inappropriate therapy. The s-ICD remains in service.